Manufacturer narrative:
No patient information available. Device evaluation: the device was returned to the manufacturer and evaluated on 16 january 2020. During the evaluation a breach was seen to the device's outer jacket, approximately 2cm from the device's distal tip. After attempting to insert a guide wire through the device's inner lumen, resistance was felt at 2cm from distal tip, the same location as the breach. The inner lumen of the device was confirmed not patent. Inspection of the inner lumen showed it to be prolapsed, where the breach was detected. It is likely that the guide wire was the cause of the breach, coming from inside the lumen at the area of prolapse, out through the outer jacket. The team could not determine when the breach occurred.

Event description:
A peripheral vascular intervention procedure commenced due to the patient having vascular disease. The physician chose to use a spectranetics turbo elite laser atherectomy catheter to treat the patient. The initial report received by the manufacturer was that the guide wire would not pass through the wire lumen. The procedure was completed with another device and there was no reported patient harm. However, when the device was returned to the manufacturer for evaluation, the device was found to have a breach in the device's outer jacket. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.